Manufacturer narrative:
Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that at a follow up an increase in pacing thresholds were noted on this left ventricular (lv) lead (4543). The physician decided to reprogram the device and a regular follow up was scheduled. The most recent information received suggests that this lv lead was explanted due to a dislodgement. When attempting to implant a new lv lead (4592) it was not possible due to the patients anatomy. Another lv was used with no further complications. The lead 4543 will not be returned for analysis while lead 4592 will be returned. No adverse patient effects were reported.